Manufacturer narrative:
Continuation of d10: product ID d-evprop34 (lot: 0011762277); product type: 0195-heart valves; medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the fluoroscopic valve check showed valve crowding almost to the fourth node. The valve was attempted to be implanted, and infolded when deployed to 80%.  The valve was checked in 2 left anterior oblique (lao) views to confirm the infold the valve was removed from the body and a new system was taken. A pre-implant dilation was performed with a 24 millimeter (mm) non-medtronic balloon (true) prior to the valve deployment. Heavy nodular annular calcium at the non-coronary cusp (ncc) and bulky calcium on the non-coronary cusp (ncc) leaflet were reported. The valve was successfully implanted and a post implant dilation was performed with a 25 mm non-medtronic balloon (true). No adverse patient effects were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received clarifying that pre-implant balloon aortic valvuloplasty (bav) was performed prior to attempted implant of the first valve. Additional pre-implant bav was not performed after the first valve was withdrawn. Post-implant bav was performed due to mild paravalvular leak (pvl) observed with the implanted valve.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The valve was not returned to medtronic, so no product analysis could be performed. Images were submitted to medtronic for review. The excerpt of the image subject matter expert (sme) review report follows: static images and a mobile product experience report (mpxr) questionnaire were provided for review of the event description. Patient¿s executive summary was not provided for anatomical review. Fluoroscopic valve load inspection was performed but only a static image was provided and overlap barely reaches node. Medtronic recommends to slowly rotate the capsule 360° while using high resolution imaging at increased magnification for the inspection. Per medtronic best practices, overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload, thus the valve and dcs should be discarded, and a new valve should be loaded onto a new dcs. In this case, a video loop of the fluoroscopic valve load inspection would be required to accurately assess the load. During deployment, there was an evident infold just prior to the point of no recapture. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. The medical safety assessment was performed. The excerpt of the subject matter expert (sme) review report follows: based on the information provided, the infold was likely related to the valve as it was reported the valve was loaded correctly and that the infold occurred upon the first attempt at deployment. The paravalvular leak was likely related to the valve as it did not provide an adequate seal. The system was removed from the patient. It was likely that heavy nodular annular calcium at the non-coronary cusp (ncc) and bulky calcium on the non-coronary cusp (ncc) leaflet contributed to the infold. A different valve and system were used with no infolding reported. Infolding events are typically related to patient anatomical factors (i.e., calcification level, left ventricular outflow tract (lvot) anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. In this case, the imaging review determined a loading overlap which may have reached node 4, which would be considered a misload and would be the likely cause of the infolding. Heavy nodular annular calcium at the non-coronary cusp (ncc) and bulky calcium on the non-coronary cusp (ncc) leaflet were reported, which would also serve as likely contributing factors. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.